Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122" and "defib fault 79" messages and failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports were verified and attributed to a faulty fuse on the analog board and a faulty capcitor on the pace/defib (pd) engine board. The analog board and pd engine board were replaced to remedy the reports. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.